Event description:
Call came from (B)(4) in technical services, the dealer states he replaced the joystick about a month ago due to it was racing. He replaced that joystick and the new unit is racing. He is going to call back with reference numbers regarding the issues . No other information available. The recall has not been done on the chair . (B)(4) mw6285 dlr returned new js. (B)(4).